Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 150, 165 and 156 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer due to customer eating at the time of the call. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/20/2018 and open vial date is (B)(6) 2017. Daughter stated customer takes his blood test fasting and that he is having smaller portions of food and has cut flour and oil from his diet. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns:the customer is concerned with 150mg/dl, 165mg/dl, 156 mg/dl fasting results from the meter's memory.